Manufacturer narrative:
B.5.medtronic received additional information that quality controls are performed weekly for this unit. No error codes were associated with this event and no control values were used in the case, as the customer informed that they would only use controls within range. For this event, controls fluctuated between 270-325. The lot number of used cartridge is 230590433. Device evaluation:the reported issue that there was increased difficulty in getting liquid act abnormals to pass tests, and clot detection occurred slightly early of the prescribed range was verified during service. The service technician confirmed that the instrument performed within manufacture specifications and still failed abnormal controls with act cartridges. The customer decided to try different lots of cartridges before proceeding to service/repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a hms plus instrument, there was increased difficulty in getting liquid act abnormals to pass tests, and clot detection occurred slightly early of the prescribed range. All other liquid controls passed within the acceptable ranges. The use of the instrument was unspecified. No patient complications have been reported as a result of this event.